Event description:
Half the tampon left inside [foreign body in reproductive tract] tampon broke in half [device breakage] when she took it out, she realised that half of the tampon was left inside [complication of device removal] case narrative: consumer reported via email that the tampon broke in half. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Half the tampon left inside [foreign body in reproductive tract]. Tampon broke in half [device breakage]. When she took it out, she realised that half of the tampon was left inside [complication of device removal]. Case narrative: consumer reported via email that the tampon broke in half. No serious injury was reported.